Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during the last stapling of the gastric pouch during a bariatric procedure, the stapler and the reload presented defect requiring replacement of the stapler. Due to defect, tissue was cut and not stapled leaving the stomach loculated. Open gastrectomy procedure was performed to correct the defect.